Event description:
The complainant alleged that while attempting to defibrillate a pt that was found unresponsive, unconscious, with no pulse and not breathing, the defibrillator would not charge. The complainant attempted 3 shocks at 200 joules, 300 joules and 360 joules. The complainant was eventually able to charge the device but heard a "popping" noise while trying to discharge and there was no discharge of energy. The facility's biomed was unable to duplicate the reported malfunction. The complainant indicated that the pt had expired but the death was not related to the device malfunction.